Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked while dispensing. The device was used with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2022-05002. All investigation activities will be captured under report 1416980-2022-05002. Should additional relevant information become available, a supplemental report will be submitted.